Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly invested. The difficult to insert stylet at the proximal end of the lead allegation was confirmed - based on the finding of dried blood/body fluid clogged in the terminal end of the lead.

Event description:
It was reported that this brady lead was not successfully implanted due stylet would not advance down the lead and would get stuck in the proximal. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was not successfully implanted due stylet would not advance down the lead and would get stuck in the proximal. A new lead was implanted. No adverse patient effects were reported.